Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of a video of a device. Anvil could not be attached. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemorrhoidectomy, while being applied at the prolapse of mucosa of the rectum, the stapler was d ifficult/unable to load. Also found out that the anvil rod or foot did not enter the anvil receiver. They changed instruments to complete the procedure. There was no patient injury.